Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for lead revision due to the right ventricular lead exhibiting high capture. During procedure, the lead was explanted and replaced successfully for unrelated issue.